Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, during a coronary diagnostic procedure, the system locked in the ap cranial position. The procedure was completed using x-ray only, and the system was stopped using after case completion. A remote service engineer (rse) analysed the system and found an error in log indicating ipc geometry failed. A field service engineer (fse) went onsite and identified the geo pc has software problems. To resolve the issue fse replaced the geo pc and returned to philips for further analysis. The analysis confirmed bios failure and identified it freezes when attempting to access bios. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.